Event description:
Venticulor lead & generator implanted 1/22/97. Surgeons ended @ 1150. Patient returned to surgery 1815 due to low resistance on the usual bipolar setting. Pacemaker generator responded. Another(new) pacemaker generator inserted.